Event description:
It was reported that this lead was surgically abandoned due to high pacing threshold and low r waves. It was indicated that it was attributed to lead was 30 years old. No additional adverse patient effects.

Manufacturer narrative:
Correction to field b5: it was reported that this lead was surgically abandoned due to high pacing threshold and low r waves. It was indicated that it was attributed to lead was 30 years old. No additional adverse patient effects. Status of the lead was updated. At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this lead was explanted due to high pacing threshold and low r waves. It was indicated that it was attributed to lead was 30 years old. No additional adverse patient effects.